Event description:
During a phone call for an unrelated alarm the homechoice patient (hp) stated that they had experienced peritonitis. Product surveillance spoke to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 regarding the report of peritonitis. The pdrn stated that the hp was diagnosed with peritonitis in (B)(6) 2012 (exact date not reported). The cause of the peritonitis was user error defined as the hp was reusing the same masks since the start of pd therapy 4 years ago. The hp was not hospitalized for this event. She was treated with vancomycin (dose, frequency and route not reported). At this time, there are plans to remove the hp's pd catheter and replace it with a new catheter. The hp was retrained in proper aseptic technique. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint. A follow up report will be submitted if additional information becomes available.